Event description:
Bodyguard tubing ref (B)(4) leaks from the filtered end. Pt reported bag leakage on (B)(6) 2014. Bag was retrieved from pt's home and examined. It was found that the leakage was from the filtered part of the cme bodyguard tubing ref (B)(4) attached. (B)(4)